Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
During the implant procedure, it was reported that the right ventricular lead had insufficient values of sensing and capture threshold. Lead repositioning was attempted but the helix was unable to rotate so the procedure was extended by replacing the lead to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating high capture threshold and low sensing were observed on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.